Event description:
The patient's right ventricular lead was capped and replaced on 5oct2021 without issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was noted there was noise present on the right ventricular lead that resulted in oversensing episodes. Programming changes were discussed. The patient was stable and would be monitored.

Event description:
Additional information received noted the patient presented in clinic on (B)(6) 2020. Upon testing, noise was noted during threshold testing. The noise was not reproducible with isometrics or pocket manipulation. It was noted the noise cannot be addressed via programming changes. No intervention was made, and the lead remained implanted. The patient was not symptomatic and would be monitored.